Event description:
It was reported that the pulse generator exhibited premature battery depletion and no output. The device was explanted and replaced on (B)(6) 2014 without adverse event to the patient.

Manufacturer narrative:
Device evaluation anticipated, but not yet begun.

Manufacturer narrative:
Final analysis found that broken wire bonds between the rf flex circuit and the hybrid caused the reported condition.